Event description:
It was reported that a user experienced bluetooth connectivity issues resulting in dexcom g7 continuous glucose monitor (cgm) glucose readings not appearing on the ilet pump while readings remained available in the dexcom mobile app; the user was guided to toggle settings on the ilet and was advised to allow time for sensor pairing. No adverse clinical symptoms reported. Outcomes included no reported adverse health effects and no hospitalization. User support included remote troubleshooting and user education regarding sensor pairing and device settings. Investigation of this case revealed signal loss between the cgm and the ilet consistent with a communication or pairing issue without evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with bluetooth connectivity limitations.

Manufacturer narrative:
Initial.